Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 562 mg/dl. Cause of bg level was not known. In attempt to address bg, customer administered a bolus via the pump and a manual injection which was too large for their needs and bg level decreased to 45 mg/dl. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline, resolving the issue with no permanent damage. Customer "signed themselves out" the same day. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.